Manufacturer narrative:
The investigation into the purge leak ¿ pump issue has been completed since the original report was filed. The pump was returned, tested, and evaluated. The failure could not be reproduced. The root cause of the purge leak - pump could not be found as the leak could not be reproduced.

Event description:
The user facility reported a 51-year-old male (unknown race) was escalated from an impella cp to an impella 5.5. During support, the team noticed a purge leak at the yellow luer lock connection to purge side arm. The cassette was exchanged but the leak continued. Is was small leak. Pump flows (pf) and pump pressure (pp) have not been affected. The team will be monitoring closely for any changes to pf/pp.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿